Event description:
It was reported that the customer had unexplained high blood glucose. Paramedics were called and customer was hospitalized due to high blood glucose. Customer's blood glucose reading at the time the paramedics arrived was under 580 mg/dl. Caller stated that the customer had a mild heat attack and stated that the customer's infusion set cannula was bent prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.